Event description:
The customer reported fourteen (14) false positive results with determine hiv-1/2 ag/ab combo test performed in last 7 years using unknown lots on unknown dates. This MFR. Report addresses test two (2) of two (2) for the year 2023. The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknow date using unknown sample type. No information on confirmation testing was provided. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported fourteen (14) false positive results with determine hiv-1/2 ag/ab combo test performed in last 7 years using unknown lots on unknown dates. This MFR. Report addresses test two (2) of two (2) for the year 2023. The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using unknown sample type. No information on confirmation testing was provided. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Additional information: b5. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported fourteen (14) false positive results with determine hiv-1/2 ag/ab combo test performed in last 7 years using unknown lots on unknown dates. This MFR. Report addresses test two (2) of two (2) for the year 2023. The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using unknown sample type. No information on confirmation testing was provided. It was not expected that any of the patients received art. No additional information including patient treatment and outcome was provided.

Event description:
The customer reported fourteen (14) false positive results with determine hiv-1/2 ag/ab combo test performed in last 7 years using unknown lots on unknown dates. This MFR. Report addresses test two (2) of two (2) for the year 2023. The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using unknown sample type. No information on confirmation testing was provided. It was not expected that any of the patients received art. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots, however the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.